Event description:
Event description guidant received information that during a follow-up visit, intermittent loss of capture was observed with this pacemaker and right ventricular lead. It was noted that the patient had a strong intrinsic rhythm that would come through when the ventricular capture would not occur, and the ventricular impedance and r-wave measurements have been stable since implant. In addition, ventricular tachycardia episodes had been recorded in the arrhythmia logbook.

Event description:
Boston scientific received information that during a follow-up visit, intermittent loss of capture was observed with this pacemaker and right ventricular lead. It was noted that the patient had a strong intrinsic rhythm that would come through when the ventricular capture would not occur, and the ventricular impedance and r-wave measurements have been stable since implant. In addition, ventricular tachycardia episodes had been recorded in the arrhythmia logbook. Technical services suggested the intermittent loss of capture may possibly be due to a ventricular lead micro-dislodgement. It was noted that the device had been in retry mode since the automatic capture feature was turned on following the implant, and was turned off. On (B)(6) 2010 additional information was received that indicated the right ventricular lead was surgically abandoned due to high thresholds. In addition, the pacemaker was explanted for normal battery depletion. No adverse patient effects reported.

Manufacturer narrative:
A new pacemaker and right ventricular lead were successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.